Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient experienced with this right ventricular (rv) lead experienced t-wave oversensing while playing pickleball, with device thresholds and impedance trending high; there is a rising concern for a possible lead fracture. Due to large t-waves and the inability to adjust programming to resolve the issue, the patient will require lead extraction and reimplantation. The lead remains in service. No adverse patient effects were reported.